Manufacturer narrative:
Based on the claim against the product by the customer noting system was experiencing a non-recoverable fault, fiber cables require cleaning, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi tse verified fiber errors in logs. The tse walked customer through a hard power cycle of the system and verification of fiber connections. The system powered back on without error. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed fiber errors related to the reported complaint. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue may be related to user-induced problems, including loosely connected, improperly seated, or disconnected blue fiber cable. It can be resolved by reseating the blue fiber cable and power cycling the system, if necessary. This complaint is considered a reportable adverse event due to the following conclusion: the surgeon converted to an open surgery after the start of the procedure due to a fault on the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was experiencing a non-recoverable fault, fiber cables require cleaning. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified fiber errors in logs. The tse walked customer through a hard power cycle of the system and verification of fiber connections. The system powered back on without error. After the system powered on without error, the patient side cart (psc) blue fiber cable fell out of the psc while she was pulling the robot away from the patient. The procedure was converted to an open surgery. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed without further issue. The customer resolved the issue, but the physician already converted the procedure to open. There was a procedure delay less than 15 minutes.